Event description:
It was reported that the device exhibited low impedance one day post implant. The device had shifted within the pocket, and was near one of the leads, which could cause the hv lead impedance to be out of range. The pocket was opened, and the lead was moved away from the ICD can. This successfully brought the hv lead impedance measurements within normal range.

Manufacturer narrative:
Na